Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer also reported that keypad buttons are unresponsive. Troubleshooting was performed for the keypad anomaly. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test. All the buttons functioned properly and no moisture damage on keypad traces or numbers ramping up noted. Keypad connector was fully locked. Device was received with power supply test failed during self-test during self test due to moisture damage on electronic assembly.